Event description:
Using the pump created the hard balls of insulin under my skin that then became sores. I quit using the pump over 2 months ago and still have sores. I also have sleep apnea and the beeping of the pump woke me up too much at night. The equipment is way too expensive and I suffer from depression and got depressed because it caused a financial problems. They don't tell you in advance how much it is going to cost so you can make an informed choice.